Event description:
Risk management department received a letter, stating that this patient underwent left medial unicorn dylar knee arthroplasty in 2000. The surgery apparently took place after patient complained of pain and radiographs, indicated that tibial component had subsided. Revision surgery was performed in 2006, to remove and replace component. See scanned page.